Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2017 with the following findings: during investigation, the black box showed pump reboots. A test battery cap was able to fit securely. There was moisture corrosion observed on the display screen inside the pump. A leak test failed due to a battery compartment leak. The pump's cover was removed and there was further moisture found on internal components.